Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01158.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), non-penumbra coil, ruby coil detachment handle (handle) and, lantern delivery microcatheter (lantern). During the procedure, the physician placed and detached a pod pc and another coil in the target vessel using the handle. The physician then advanced another pod pc into the vessel and used the handle to detach it; however, the pod pc failed to detach after several attempts. Therefore, the handle was removed. The procedure was completed using the same pod pc, an additional coil and a new handle. There was no report of an adverse effect to the patient.